Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of +400mg/dl. The customer states infusion sets are not sticking and they hang off like if they are not connected. The customer's blood glucose levels by the end of the call came down to 297 mg/dl. The customer treated high blood glucose levels with manual injection. Customer declined to troubleshoot for high readings. Customer was advised she will be shipped a tape kit.the product was returned for analysis.